Event description:
It was reported that the device logged a potentially critical fault code. Upon initial evaluation, it was observed that the device did not have the ability to deliver defibrillation energy. There was no patient involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer neglected any further repair and the device was returned to the customer, not repaired. The device will not be returned to physio-control for further evaluation. The cause of the reported failure could not be determined.